Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the lower case was broken and the display wires were pinched but the insulation was not compromised. It was also indicated that the hanger assembly and a case screw were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) required service of the connectors. The epg was returned for service. No patient complications have been reported as a result of this event.